Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high pressure. Identification of issue has been done by analyzing problem description, service report and device¿s logs. The evaluation of provided logs revealed occurrence of alarms for high pressure. The inspiratory pipe has been cleaned of calcium deposits. No parts were replaced. Alarms for airway pressure high are indicating that ventilation is ongoing but with higher airway pressure than intended. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as the airway pressure high alarms may lead to insufficient ventilation to the patient or no ventilation. There was no patient harm. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).